Manufacturer narrative:
Method: visual inspection, complaint history analysis, mfg record review and fmea review, risk assessment review. Result: visual inspection confirms reported failure. Complaint history analysis - 4 complaints involving any aviator plate have been rec'd, 3 previously investigated were not due to defective product. Mfg record review - mfg records were reviewed, but no relevant deviations were reported. Fmea review - this type of potential failure is in the fmea, however, the predicted failure occurrences have been under-estimated. Risk assessment review - per this complaint, there were no adverse consequences for the pt, however a small surgery delay may result. Conclusion: the event was confirmed by visual inspection. The arm of the spring bar is deformed. This could be due to suboptimal screw placement that forced the spring arm to deform when the surgeon locked the blocker.

Event description:
It was reported that, "tried to lock aviator plate blocker and it shredded the locking bar."